Manufacturer narrative:
Continuation of medical devices: product ID dtmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It further reported the rv pace/sense showed high impedance for about 11 months but during followup check impedances showing was normal. The device was disconnected and lead tested. It was noted the setscrew was not fully inserted. The lead was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was revised and remains in use. No patient complications have been reported as a result of this event.